Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause was unknown. It was reported the patient was hospitalized for three days for the event. The patient was treated with vancomycin and ceftazidime for peritonitis. At the time of this report, the patient was recovered from the event. Action taken with pd therapy was not reported. No additional information is available.